Event description:
The pump was delivering vancomycin in piggyback with normal saline in the primary bag for 1 hour delivery. After 20 minutes, the nurse noticed that the vancomycin was almost empty. All of the vancomycin was infused into the normal saline. No pt injury was reported.